Event description:
The international customer reported when the ventilator was powered on there was no airflow and an occlusion alarm was sounding. The ventilator was not in use therefore there was no patient involvement or harm. Completion of device evaluation and service is pending.

Manufacturer narrative:
Completion of device evaluation and service pending.

Event description:
The manufacturers service engineer was able to duplicate the reported problem. The service engineer reported the blower failed. The service engineer replaced the blower to correct the reported problem. Final check and testing was performed per operating specifications.

Manufacturer narrative:
Supplemental report